Event description:
My wife recently bought a new vaginal lubricant ky warming liquid. After using it the first time I developed a painful rash on my penis. My wife had no ill effects so far. I am (B)(6) and did not wear a condom. I am being treated by antifungal pills and creams, but no improvement so far. I noted several similar complaints in the internet. Please be aware of this problem. Why was the person using the product: sexual aid.